Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the rf (radio frequency) head was not able to interrogate and the rf head uplink test was out of specification; the rf head cable found out of electrical specification. Analysis also found the rf head label backing is missing. (B)(4).

Event description:
It was reported the rf (radio frequency) head does not work, specifically reason unknown. The rf head was returned for repair. No patient complications were reported as a result of this event.